Event description:
It was reported that the patient with a tactra device noticed a loss of rigidity at the base of the penis. During a follow-up visit, the physician confirmed the loss of rigidity. As a result, the device was explanted and replaced. No additional information was reported.